Event description:
It was reported that the patient has been experiencing sharp, achy pain since his surgery. The pain is getting progressively worse and it's making it difficult for him to walk. Patient is also experiencing occasional swelling in his left knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6). An event regarding patient pain related to a triathlon knee was reported. The event was not confirmed. The device remains implanted. Medical records received and evaluation: review of the medical records by a clinical consultant indicated,"[...] No confirmation of the complaints listed in the event description. In review of the clinical records there is no evidence that the persistent intermittent discomfort described in the left total knee arthroplasty is still present or relates to factors associated with the prosthetic component." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were identified. No device specific failure modes were identified during the investigation. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Review of the medical records by a consulting clinician found no indication that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. The following new product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5510-f-601, triathlon cr fem comp #6 l-cem, lot code: ssdad. Cat. No.: 5551-g-381, triathlon asymmetric x3 patella, lot code: b079. Cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: strll.

Event description:
It was reported that the patient has been experiencing sharp, achy pain since his surgery. The pain is getting progressively worse and it's making it difficult for him to walk. Patient is also experiencing occasional swelling in his left knee.